Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported failure. The instrument was found to have a broken molded insulation. As a result, the grip became dislodged. There was no material missing. The root cause was attributed to manufacturing.

Event description:
It was reported that during central processing, the grasper of the force bipolar instrument was broken off and hanging by a cable. There was no report of patient involvement.